Event description:
It was reported that the customer was hospitalized for high blood sugar levels. At the time of the call, the spouse did not have the pump. In addition, the spouse was not with the customer prior to the event and spouse is not sure what happened. The spouse will have the customer call back when customer is released from the hosp to troubleshoot. No further details.